Event description:
It was reported that the customer experienced high blood glucose of 421mg/dl. Troubleshooting was performed. The mother stated that the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device was received with missing end cap sticker.